Event description:
It was reported that the atrial lead exhibited capture anomalies. The lead was capped during a normal pulse generator changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.